Event description:
During baxter's functional testing it was found that a spectrum pump had a "door not fully latched" message. There was no patient involvement.

Manufacturer narrative:
Manufacturer ref. No. : (B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The identified "door not fully latched" message was confirmed and reproduced during evaluation. Evaluation found a loose link screw (upper) to be the cause of the reported symptom. The screws were replaced to correct this condition.